Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: vyaire medical was able to confirm the issue and the ui replaced to resolve the issue. Root cause of failure was determined due to defective display (screen interference).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to open the unit, inspect all internal connections, and reconnect all electronic signals to the front panel. And install the 6.0.2100 software update through ivista. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 screen became blurry after a while of turning on the device, furthermore, there was no patient associated with this event.